Manufacturer narrative:
The customer reported leaking during priming with ns, and returned one used sample of material 2420-0007 with no known lot. The set was visually examined for defects and abnormalities. No defects or abnormalities were observed. When the set was primed in the lab, the leak was confirmed at the upper fitment silicon part of the pumping segment. Further analysis under the microscope found the leak to be from a small hole in the silicon. The root cause was confirmed by the manufacturing facility to be unrelated to the manufacturing process. The root cause is traced to the user loading techniques, we strongly urge the customer to carefully load the pump segment top-first. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking. The following information was received by the initial reporter with the verbatim: ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): (B)(6) 2023. Type of incident/problem: malfunction - during or after use. Level of harm: no effect - did not reach patient - detected before use or does not touch person during use. Ahs optional report to cmdsnet (B)(6): incident details: writer was preparing primary lines for next patient to come in for appointment. Normal saline was attached to a primary alaris pump line and inserted into pump. Writer noticed that normal saline was leaking from above. Upon further inspection, the normal saline was leaking from around the vent valve. Writer attempted to make sure vent was closed, with solve to leaking. Writer packaged normal saline bag, primary line and packaging that the primary IV line was in and given to the clinical resource nurse. Who was affected? Patient. Unexpected or prolonged care? No.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.